Event description:
It was reported that a large volume infusor had a black mark on its filter. This was found before patient use. The device was filled with and unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured september 13, 2014 - september 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter: - address and phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.